Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A nurse at school provided customer with insulin to administer a manual correction injection to address bg. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. A cartridge change was performed resolving the occlusion. Reportedly, the customer reverted to an alternate method insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged occlusion - cartridge issue was verified, but the cartridge alarm 34-basal issue could not be verified. The information will be used for tracking and trending purposes.